Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803202 ¿ cocr head ¿ 60783716, 00771100500 ¿ m/l taper stem ¿ 60663801, 00620204822 ¿ shell ¿ 60679173, 00625006535 ¿ bone screw ¿ 60691593. Reported event was confirmed by review of operative notes identifying the patient underwent a revision for pain and elevated metal ion levels. Trunnionosis, fibrous tissue, synovitis and liner wear were noted during the surgery. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00469.

Event description:
It was reported that patient underwent a hip revision approximately 5 months post implantation and a second revision approximately 7 years after that. The second revision was due to pain and elevated metal ion levels. During the surgery, abundant synovitis and fibrous grayish tissue was debrided. Trunnionosis and black debris was noted on the trunnion and head. The liner was noted to have wear. Attempts have been made and additional information on the reported event is unavailable at this time.